Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer regarding a patient who was receiving dilaudid (lot number, concentration, dose), since an unspecified date in (B)(6) 2015, via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications at the time of the event were not reported. On (B)(6) 2015, the patient missed a refill appointment. Subsequently, a non-critical alarm (low reservoir alarm) was going because, according to the patient, they missed their refill date. On (B)(6) 2015, the patient was refilled. No patient symptoms were reported. Additional information regarding any patient symptoms related to the missed refill and alarm, as well as any troubleshooting performed with regard to the alarm was requested. If additional information is received, a follow-up report will be sent.